Event description:
It was reported that the right ventricular lead had increasing threshold and when the capture management algorithm increased the output accordingly, the patient experienced muscle stimulation when pacing occurred. The lead was evaluated and appeared to have dislodged. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).